Event description:
Customer reported via phone call that their insulin pump was alarming. Customer sates that insulin pump will be replaced.

Manufacturer narrative:
Unit passed displacement test and self-test. Unable to complete download due to multiple a47 alarms in alarm history screen. No physical damage noted during visual inspection.